Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: 6/28/2021 section h3. Device evaluated by manufacturer? Yes device evaluation: photos submitted by the customer was evaluated. It was observed a lens implanted in patient eye, making it visually impossible to identify through the condition reported. The next photos showed the preloaded device and the product information. Based on the photos provided, it is not possible to confirm the defect reported, since have poor resolution and high magnification. The pcb00 product was returned in its original package. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of viscoelastic material was observed on cartridge. The cartridge tip was observed deformed. The lens was returned outside the device and cut in two pieces. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of viscoelastic material and material looks like body fluid was observed on lens. No damaged was observed to the lens pieces. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the lens was implanted into the eye, it was found that the lens optic was damaged. The lens was removed and replaced and incision was enlarged. Vision pre-operative: 0.6. Vision post-operative: 0.02. No further information available.